Event description:
Device was returned for repair only. When rec'd, tip was noted to be broken off and missing. Contact stated that device broke during use in surgery. The piece was not retrieved. Surgeon reports no pt injury or complications occurred.